Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, wire was broken and had communication issues. New cable was needed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station required new network cable. The field service engineer (fse) replaced a broken network cable and restored proper network connectivity. The system functioned as intended after the field service engineer (fse) resolved the issue.